Event description:
It was reported that the insulin pump received a button error alarm; customer cleared the alarm and then the numbers on the screen started ramping on their own. Customer removed the battery and issue persisted. Customer did not recall any significant events leading to the alarm. Blood glucose value is 20.0 mmol/l. Treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. Conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.